Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, an eri message was displayed. The same message was displayed and cleared at a previous follow-up. Measured battery data was 2.31 v, 16 ua, <1 kohms. A device image showed fluctuating battery voltages between 2.30 v and 2.77 v with a consistent cell impedance of <1 kohms. The battery was near beginning of life (bol).